Event description:
Several weeks after placement of the gastrostomy tube the 3-pronged top of the g-tube, where the irrigation/feedings would take place, broke off from the g-tube still in the pt resulting in the inability to irrigate/or use tube.